Manufacturer narrative:
The device haws not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's parents reported a further deterioration in comprehension. The ground path impedance values have been increasing continuously since implantation. A CT san shows the ci to be in the correct place and that the pt does not have any cochlea malformations. The electrode array was placed through the round window and is correctly placed in the cochlea.